Event description:
It was reported that during pre-surgery, it was observed that the battery reamer/drill device did not work in forward. It was further reported that if the device was put in off position, the device would run in reverse. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the electronic control unit had damaged wires and the electronic motor did not function properly. It was further observed that the internal gear components were corroded. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.